Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
Related manufacturer reference number 3006705815-2023-00548. Related manufacturer reference number 3006705815-2023-00549 . Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. The leads were also repositioned for optimal therapy.